Event description:
Intracept rf probe (by relievant) probe removed during procedure, however, it was noted that the curved cannula with peek material (polyether ether ketone) had a small portion at the distal end that was chipped and had remained in the vertebral body. Procedure performed under fluoroscopy.